Event description:
In this complaint in litigation, it was reported that a surgeon performed a laparoscopy, lysis of adhesions and fulguration of endometriosis in 2003. At the conclusion of the procedure he instilled 300 ml of gynecare intergel. On post-operative day 4, the patient started to develop severe pain. Patient's white blood count and temperature were normal. CT showed a fluid collection consistent with gynecare intergel. This would be expected. The patient was started on keflex and improved over the next few days. It was reported from an attorney that gynecare intergel was used in a laparoscopic procedure performed in 2003. Following procedure the patient experienced pain for four weeks. The patient was seen at two weeks post-op in the ER. Patient is currently undergoing additional medical assessment. At the time of the laparoscopy it was noted that the patient had multiple right ovarian cysts and a left ovary that was encapsulated into the pelvic sidewall. The cysts were opened but not removed, endometriosis was fulgurated and adhesions were lysed. Gynecare intergel adhesion prevention solution was instilled at the end of the procedure. Teh patient presented to the emergency room 2 weeks later complaining of lower abdominal pain that started right after patient's laparoscopy. Patient's examination showed that patient had no fever. Patient's abdomen was soft and tender in the hypogastric region (upper abdomen). Patient had no signs of peritonitis. CT and ultrasound imaging showed bilateral ovarian cysts, a probable collapsing hemorrhagic cyst and a moderate amount of free fluid. Patient was treated with antibiotics and analgesics and the pain resolved in one month. Additional information received noted the patient underwent a pelvoscopy, fulguration of endometriosis, lysis of dense left ovarian adhesions, bilateral multiple ovarian cystotomy and hydrochromotubation. The indication for the surgery was the patient had a history of endometriosis and was having increased dysmenorrhea and is attempting pregnancy. The findings at the time of surgery were "severe adhesions, left ovary, endometriosis and blockage and tubal occlusion, left tube near cornua." Gynecare intergel was placed at the time of surgery "because of the raw surface of the pelvic sidewall" to "hopefully decrease the risk of recurrent effusions." Two weeks later the patient returned to the ER with complaints of abdominal pain for two weeks, worse in the last week, and especially worse on the day of presentation. The patient had a benign exam and no elevated white count and no fever. Patient was on antibiotics (tetracycline) for a wound infection. Ultrasound and CT with contrast were done and showed bilateral complex ovarian cysts with septations and echogenic debris, likely collapsing and or hemorrhagic cyst with a moderate amount of free pelvic fluid. The patient's antibiotics were switched to levaquin and patient was to follow up with the surgeon who performed her surgery the next day.

Event description:
Update: add'l info provided 9/5 noted that according tothe pt, the following is alleged to have occurred: last had complaint 6/03 -- severe post-operative pain. Ongoing -- infertility.